Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted indent lines, torn silicone, and a lifted df-1 seal plug, which is consistent with damage from a grabbing tool at explant. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The device memory indicated a gradual rise in shocking impedance over time, which is consistent with calcification build up on the leads shocking coils. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited increased shocking lead impedance measurements on the right ventricular (rv) lead in the triad configuration, measuring 117 ohms. When the ICD was reprogrammed and the superior vena cava (svc) coil was taken out, the rv lead exhibited high out of range shocking lead impedance measurements, measuring greater than 125 ohms. The physician suspected calcification on the distal coil. It was noted the patient has svc stenosis. Boston scientific technical services (ts) recommended defibrillation threshold (dft) testing and fluoroscopy. The ICD was explanted and replaced due to therapy upgrade and the rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that defibrillation threshold (dft) testing and fluoroscopy were performed during the replacement procedure which resulted in normal device function. No additional adverse patient effects were reported.